Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after (B)(6) 2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data for the reported event date, or additional information from the user, the cause of the event cannot be determined.

Event description:
On (B)(6) 2024 an ilet user's mother reported the user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred "around (B)(6) 2024." During the event, the user experienced a seizure, and the mother called emts after the ilet/dexcom g7 device registered a low (<40 mg/dl) reading. The user has epilepsy, but the seizure was not attributed to their condition. Emts treated the user on-site with a sugar IV, and no hospitalization was required. The user had attempted to correct the low with fast-acting carbs but was unable to manage the situation independently, as they were "out of it" for approximately an hour and a half. The event included a loss of consciousness and a seizure.